Event description:
Initial report received from a pharmacist on (B)(6)-2011 processed together. A (B)(6) male pt with a medical history of allergy nos and varicella during childhood received his third injection of 4 of poly-l-lactic acid (newfill) on (B)(6)-2011 morning. In the afternoon, he developed redness burn lile on the cheek. The two previous injections were well tolerated. He received as corrective therapy sulphate+zinc oxide (cicalfate) and benzalkonium chloride+benzyl alcohol+chlorhexidine (biseptine). On (B)(6)-2011, the physician contacted by the pharmacist suspected an injection at the facial branch of the optic nerve leading to a development of (B)(6). He prescribed valaciclovir 6 tablets daily. The outcome was ongoing. The batch number was a-1043 with exp date april 2014. (B)(4).

Manufacturer narrative:
Pharmacovigilance comment: sanofi-aventis comment on initial info received on (B)(6)-2011. The site nerve damage linked to the injection may provide the alternative explanation in the occurrence of (B)(6).